Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was within range at 9.8 mmol/l (176.4 mg/dl). It was noted the needle did not deploy. The pod was not worn. A new pod was applied.

Manufacturer narrative:
The pod arrived fully deployed. Timeouts and a drive stall were observed. The pod delivered 58 pulses across both priming sequences before deactivation. The pod was reset and reran without incident. No damages or deficiencies were observed on the needle or drive mechanisms. As the device was received deployed, it could not be conclusively determined is the observed high pulse width w/ drive stall is the root cause of the reported needle mechanism complaint. The cause of the observed high pulse width w/ drive stall could not be conclusively determined. Correction to d(4): lot number changed from ¿pd1u01222421¿ to pd1u01222431. D4 - unique identifier (UDI) # changed from (B)(4) to (B)(4).